Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The broken probe tip was not sent. It was confirmed that there was a broken at 18mm from the distal end of the probe. The scratch was not found on the probe in the visual check. The broken surface of the probe was inspected. The inspection revealed the break started from the origin of a crack caused to the probe. The vicinity of the origin of the fracture surface are blackened. There were no scratches nor marks in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. As the vicinity of the origin of the fracture surface are blackened, a crack was generated in the probe due to a load such as a spark. 2. The crack then extended when load to the device was applied to the probe. And the probe broke off in the end. The circumstances likely causing such spark could not be identified. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that five devices failed intraoperatively. There was no detailed information on the failures. All 5 devices were from the same hospital and handed over to our local distributor at the same time. The tissue pads of two devices were missing. The probes of three devices were broken off. The broken tips have been disposed of and were not with the devices. There was no patient injury reported. This is the fourth one of five reports. This is the report regarding the probe.